Manufacturer narrative:
Other relevant device(s) are: product ID: sfw kit 9735740 stealth s8 spine, version: (B)(4). Medtronic representative went to the site and performed a system checkout. There were no failures found and the system passed checkout. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system used during a sacroiliac and thoracolumbar procedure. It was reported that the site informed the rep that they took a spin and it would not transfer. The medtronic representative found that they did not have the ethernet plugged in when the spin was done. The site connected and re-spun and were able to proceed. There was a delay in procedure of less than 1 hour. There was no patient impact correlated with this event.

Manufacturer narrative:
A software analysis was initiated. Software evaluation found that based on the information provided, software seems to be working as designed. Ethernet was not plugged in when the spin was done. If information is provided in the future, a supplemental report will be issued.